Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was suspected to have an infection after hernia procedure. Reoperation was done and there was intervention for an exploratory coelioscopy for verification of the drain because effusion (ascite) appeared and radio control (pelvic abdomino ultrasound) to check portal thrombosis.